Event description:
The pt's implantable neurostimulator (ins) had been turned off for several years. Recently, it started turning itself on and off. When it came on, it was very strong and painful for the pt at the ins location. There was no known accident or incident related to the event. It was noted that the ins was turned off, but the pt did not want to have it explanted. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B) (4).